Event description:
It was reported to philips that the system was unable to boot up, stalling at 0:00. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected this system onsite and found that the system was not able to start up. Review of the system log file confirmed the malfunction in the flex vision pc as host pc couldn¿t connect to the flexvision pc. Upon troubleshooting, fse found that blue screen during pc startup. To resolve this issue, fse replaced the flexvision pc and hard disk. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.